Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted due to dislodgement.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed 15 cm and 16 cm distal to the is-1 connector pin cuts in the insulation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.